Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The customer's blood glucose (bg) level was 367 mg/dl and the bg level was addressed with a bolus via the pump. The customer primed the tubing to successfully remove the air bubbles and insulin delivery was resumed. A follow up with the customer confirmed that the bg level lowered to under 200 mg/dl.

Manufacturer narrative:
(Insulin)